Manufacturer narrative:
Eval summary: metal support post is no longer tightly retained by poly part as it is press fitted in original device. Part shows slight wear and scratching on articulating surfaces as well as medial/lateral sides of spine. Also back surface shows wear and material deformation with significant damage to dovetail sides. Support post does not show any notable damage. Screw shows burnishing marks on shaft and head but threads are in good condition. X-rays show slight gap between metal support post and tibial plate indicating loosening of screw with subsequent dissociation of poly from tibial plate indicating. Surgeon communicated that for assembly of stem extension to tibial plate, he holds tibial component with stem extension in hand and impacts with 1/2 lb mallet. Surgical technique recommends a solid impact with 2 lb mallet on stem extension with tibia plate on surgical cart. It is suspected stem extension did not get firmly seated and moved in-vivo causing loss of screw pretension and subsequent loosening. Cause of problem could not be definitively determined although incorrect assembly technique could be contributing factor. Per request from surgeon, a custom made taper seating tool is being sent to surgeon to ensure correct assembly to taper on stem extension to plate. It is planned to release a field notification to reiterate correct technique for assembly of stem extension to plate. Eval codes: support post is disassembled from articular surface. Support post and support screw meet dimensional specification. Support post was inserted in articular surface and found to sit flush with distal surface as intended. Smaller press fit hole in articular surface has bee expanded and no longer tightly retains the support post. Device history records are intact and conforming and indicate MFR to specification.

Event description:
It was reported that the device was implanted in 2006. Revision surgery occurred in 2007, the insert and screws were found to be loose and the insert was dislocated from the tray.